Event description:
Hologic field application specialist (fas) reported on behalf of customer an increase in low positive samples when running sars-cov-2 tma assays on panther instrument sn (B)(4). After finding a discrepant sample, customer decided to rerun any positive samples from the previous two weeks with rlus lower than 1000, and 50% of samples were negative when retested on non-hologic platforms (no sample ids provided). Customer monitored their prevalence reports and saw no inconsistencies with their other covid-19 platforms. Hologic technical support (ts) reviewed two weeks' worth of logs to identify any potential causes for this trend. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no reagent preparation or hardware issues that would lead to questioning results. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings; there were some worklists with clusters of positives, likely due to sample mishandling. Pas noted that low positives may be low-titer and therefore would not repeat when retested. Field application specialist (fas) provided customer with improvements to their workflow but found no significant problems. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present. This complaint where a customer provided 2 weeks' worth of logs containing 62 worklists (wls) is from over 18 months ago. At the time of the event, hologic concluded that the issue was due to potential sample-mishandling or low-target concentration samples. Hologic is electing to submit a single MDR for this issue as the information the customer provided does not enable hologic to make a decision on potential discrepant samples.